Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve (B)(6) was chosen for implant using a flexnav delivery system (8796343). The transcatheter aortic valve implantation (tavi) was a valve-in-valve procedure to implant into a previously implanted 25mm non-abbott surgical valve. There was no calcium present. During procedure, the 27mm navitor valve was implanted, and there was no tension in the delivery system at the time of final deployment of the valve. There were no difficulties deploying the valve. After release, the valve migrated upwards above the aortic annulus at -3mm. A severe aortic leak was present, and there was no compromise to the coronary arteries. There was no interaction between the delivery system and the valve. It was not necessary to snare the first valve. The decision was made to implant a second 27mm navitor valve (B)(6) using a flexnav delivery system (8796343), which was deployed slightly lower than the first at -3mm for the implant depth at deployment. The implant depth at release, or the final implant depth, was also -3mm. There was no tension in the delivery system at the time of final deployment. There were no difficulties deploying the valve. There was no interaction between the delivery system and the valve. A few moments after release, the second valve also moved above the aortic annulus. A severe aortic leak was present, and there was no compromise to the coronary arteries. The second valve was not snared. The decision was made to implant a third valve, which was a 26mm non-abbott transcatheter valve. The third valve was implanted in a good position. The length of the procedure was extended, but there were no adverse consequences for the patient. The patient remained hemodynamically stable throughout the procedure. There was no prolonged hospitalization due to this event. The patient status was reported as stable and was discharged.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve (19470394) was chosen for implant using a flexnav delivery system (8796343). The transcatheter aortic valve implantation (tavi) was a valve-in-valve procedure to implant into a previously implanted 25mm non-abbott surgical valve. There was no calcium present. During procedure, the 27mm navitor valve was implanted, and there was no tension in the delivery system at the time of final deployment of the valve. There were no difficulties deploying the valve. After release, the valve migrated upwards above the aortic annulus at -3mm. A severe aortic leak was present, and there was no compromise to the coronary arteries. There was no interaction between the delivery system and the valve. It was not necessary to snare the first valve. The decision was made to implant a second 27mm navitor valve (19456234) using a flexnav delivery system (8796343), which was deployed slightly lower than the first at -3mm for the implant depth at deployment. The implant depth at release, or the final implant depth, was also -3mm. There was no tension in the delivery system at the time of final deployment. There were no difficulties deploying the valve. There was no interaction between the delivery system and the valve. A few moments after release, the second valve also moved above the aortic annulus. A severe aortic leak was present, and there was no compromise to the coronary arteries. The second valve was not snared. The decision was made to implant a third valve, which was a 26mm non-abbott transcatheter valve. The third valve was implanted in a good position. The length of the procedure was extended, but there were no adverse consequences for the patient. The patient remained hemodynamically stable throughout the procedure. There was no prolonged hospitalization due to this event. The patient status was reported as stable and was discharged. No additional information was provided.